Event description:
During follow up with a home pt's nurse on an unrelated report, baxter's product surveillance department was notified of a peritonitis epsiode involving a home pt who performs automated peritoneal dialysis therapy using the homechoice cycler and associated disposables. Reportedly, the home pt had contacted the dialysis clinic in 2005 to report the not feeling well. The home pt presented at the clinic the following day where the nurse viewed the cloudy appearance of the home pt 's effluent. The home pt was diagnosed with peritonitis following a cell count and effluent culture. The home pt was prescribed fortaz 1g dialy, intraperitoneal, for 4 days and was given a 2g dose of vancomycin, also intraperitoneal. After receiving the results of the laboratory work 4 days later, the fortaz was discontinued and the home pt was prescribed 3 additional doses of vancomycin, to be administered once a week intraperitoneal. Eight days later the home pt was hospitalized subsequent to dehydration, diarrhea and low blood pressure. After the home pt's discharge the home pt contacted the nurse to inform her that during the home pt's hospitalization the hospital nurses were not treating pt with the vancomycin as required. After the home pt was discharged, a second effluent culture and cell count were performed, which confirmed the continued presence of peritonitis. The home pt was prescribed vancomycin 2g once a week for a total of three doses.